Manufacturer narrative:
Block a1: patient ID: (B)(6). Block g2 (study): study: ae1 mantis clip registry clinical trial. Block h2: additional information: block b5 (describe event or problem). Block h6: imdrf patient code e0506 captures the reportable event of patient re-bleeding. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the rectum for hemostasis during a procedure performed on (B)(6) 2023, as part of the e7170 mantis clip study for subject (B)(6). During the procedure, mantis clip was successfully placed inside the patient without problems. On (B)(6) 2023, the patient experienced symptoms of mild rectal bleeding. The hemoglobin dropped to less than 3 grams per deciliter (g/dl) without a need for a blood transfusion. The bleeding was successfully controlled with a short colonoscopy procedure. The bleeding was considered resolved on (B)(6) 2023. It was reported that the rectal bleeding has a possible relationship to the mantis clip and the procedure. The clipping was not considered successful due the tissue opposition difficult to achieve and not due to a device problem. Additional information received on 22sep2023: the patient did not require hospitalization during the emergency room visit for rectal bleeding reintervention. There were no interventions needed during the colonoscopy, and no active bleeding was present before or after the procedure. However, it may be challenging to confirm relationships due to the possibility of erosion caused by a clip. No further treatment was given.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the rectum for hemostasis during a procedure performed on (B)(6) 2023, as part of the e7170 mantis clip study for subject (B)(6). During the procedure, mantis clip was successfully placed inside the patient without problems. On (B)(6) 2023, the patient experienced symptoms of mild rectal bleeding. The hemoglobin dropped to less than 3 grams per deciliter (g/dl) without a need for a blood transfusion. The bleeding was successfully controlled with a short colonoscopy procedure. The bleeding was considered resolved on (B)(6) 2023. It was reported that the rectal bleeding has a possible relationship to the mantis clip and the procedure. The clipping was not considered successful due the tissue opposition difficult to achieve and not due to a device problem.

Manufacturer narrative:
Block a1: patient ID: (B)(6). Block g2 (study): study: ae1 mantis clip registry clinical trial. Block h6: imdrf patient code e0506 captures the reportable event of patient re-bleeding. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.